Event description:
It was reported that while using the unspecified bd administration set, they experience disconnection issue. The following information was provided by the initial reporter: on the bone marrow transplant unit it was reported by the nurses they observed channel disconnects at least 1 time per month. This occurs during infusions and for the most part it is not reported to hospital biomedical engineering.

Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that while using the unspecified bd administration set, they experience disconnection issue. The following information was provided by the initial reporter: on the bone marrow transplant unit it was reported by the nurses they observed channel disconnects at least 1 time per month. This occurs during infusions and for the most part it is not reported to hospital biomedical engineering.

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint that 3-4 potential back check valve failures per month could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.